Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Per e-mail response from the customer, the staff involved did not save the item for examination; they only documented the product information. All available information has been provided to the actual manufacturer, b. Braun malaysia. A review of the batch history records for the reported lot number revealed no non-conformances or deviations were found during the in process and final inspection. Without the actual sample, a thorough investigation could not be performed and no specific conclusion could be drawn. If the sample and / or additional pertinent information become available, a follow up report will be filed.

Event description:
As reported by the user facility as per medwatch#: (B)(4). Event: during the insertion of an arterial line for monitoring blood arterial line for monitoring blood pressure for surgery, a 20 g plastic catheter sheath broke off and stayed in the patient's left wrist. The surgeons were notified immediately and the arm was prepped and draped for open removal of the foreign body (sheath). The object was removed without complications and the wound closed and dressed.

Manufacturer narrative:
Exemption number e2011009. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). This report is being filed in order to correct the importer date of awareness. The UDI information and updated branding and product code information was also added. The other investigation information has not changed since the initial report was filed. If additional information becomes available, a follow up report will be submitted.